Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The end users wife states the back of the chair is crooked.